Manufacturer narrative:
Failure analysis noted that the pump had a constant motor error alarm during rewind due to out of phase motor encoder signal. Analysis was unable to perform displacement test and confirm motor position encoder error alarms due to motor error alarms. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer states the pump was exposed to a high magnetic field, during a brain scan. The drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.